Manufacturer narrative:
The device was not returned. The reported issue was confirmed. At this time, the root cause of the reported event could not be determined. Powered the arctic sun device off and back on. Screen would not turn on and could hear the device running but it makes intermittent beeping noises. Verified device was plugged into grounded wall outlet. Advised to send device to biomed for evaluation and swap out to another for therapy. Nurse unable to provide sn and it looks like it was rubbed off. Per additional information received, tech support transferred to the biomed. Tech support spoke with biomed who confirmed sn (B)(6) was received in early january with a note that the device was not powering on. A full pm was completed on the device, including changing pumps, heater, drains and control panel. There are no notes in the file on faulty parts. Additional information will be added to the record if and when additional information has been received. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they received an error message about power out range. Powered the arctic sun device off and back on. Screen would not turn on and could hear the device running but it makes intermittent beeping noises. Verified device was plugged into grounded wall outlet. Advised to send device to biomed for evaluation and swap out to another for therapy. Nurse unable to provide sn and it looks like it was rubbed off. Per sample evaluation results received via task on 24feb2025, intermittent beeping noises. And serial number of the arctic sun device was being rubbed off. Per follow up information received via task on 04mar2025, spoke with nurse who confirmed therapy never started on the patient because they could not get the device to work, and they used a different means of treatment and biomed came for the device. Per follow up information received via task on 05mar2025, spoke with biomed who confirmed sn (B)(6) was received in early january with a note that the device was not powering on. A full pm was completed on the device, including changing pumps, heater, drains and control panel. There are no notes in the file on faulty parts.

Event description:
It was reported that the nurse stated that they received an error message about power out range. Powered the arctic sun device off and back on. Screen would not turn on and could hear the device running but it makes intermittent beeping noises. Verified device was plugged into grounded wall outlet. Advised to send device to biomed for evaluation and swap out to another for therapy. Nurse unable to provide sn and it looks like it was rubbed off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they received an error message about power out range. Powered the arctic sun device off and back on. Screen would not turn on and could hear the device running but it makes intermittent beeping noises. Verified device was plugged into grounded wall outlet. Advised to send device to biomed for evaluation and swap out to another for therapy. Nurse unable to provide sn and it looks like it was rubbed off. Per sample evaluation results received via task on 24feb2025, intermittent beeping noises. And serial number of the arctic sun device was being rubbed off. Per follow up information received via task on 04mar2025, spoke with nurse who confirmed therapy never started on the patient because they could not get the device to work, and they used a different means of treatment and biomed came for the device. Per follow up information received via task on 05mar2025, spoke with biomed who confirmed sn dyzey042 was received in early january with a note that the device was not powering on. A full pm was completed on the device, including changing pumps, heater, drains and control panel. There are no notes in the file on faulty parts.